Event description:
Customer received a barcode rack ID read error and sample/result mismatch for two patient samples. Results from patient sample #1 were displayed for patient sample #2. No results were displayed for patient #1. Both samples were repeated twice giving consistent results. Patient #2 showed the following discrepant results from the initial run vs. Results generated from reanalysis. (No units of measure provided). Initial creatinine result gave 168; repeat gave 73. Initial urea gave 22.45; repeated twice giving 4.35 and 4.80. No adverse event reported in association with the incorrect results. The investigational unit was not able to identify a specific root cause, as relevant sample data from the time of occurrence was unavailable for further investigation. It was noted a reproduction test did not show this phenomenon.